Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd administration set filter was leaking as the infusion commenced. No reported adverse effects.

Manufacturer narrative:
The cadd administration set was returned for analysis and the sample was visually inspected under normal conditions of illumination. Delamination was observed in both joins of the filter with the tube in. Leak testing on the sample received was performed using hydrostat vessel and a leak was observed fleeing from the air vent of the filter in the sample. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the reported event. The tests are properly performed.

Manufacturer narrative:
Additional information was received indicating that additional sample was received for evaluation. Device evaluation: one smiths medical cadd administration set was returned for analysis in a used condition inside a plastic bag. The sample was visually inspected under normal conditions of illumination and delamination was found in both joins of the filter with the tube. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions and leak was observed fleeing from the air vent of the filter in the sample which confirmed the defect. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.